Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the hex wrench would not engage with the pulse generator set screw. Multiple angles were attempted and were unsuccessful. The physician used a lead connector removal tool and removed the set screw out of the header. The device was not implanted and replaced. The patient was discharged.

Manufacturer narrative:
Final analysis found that all of the epoxy debris and metal debris appeared to be the remains from the manufacturing processes that should have been cleaned during a normal finishing operation post the manufacturing of the header. This contamination caused the setscrew to become stuck in the connector block.